Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to check his blood glucose with his onetouch ultramini meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at an unknown time. The patient reportedly manages his diabetes with oral medications along with diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. At approximately 12:30pm after the alleged issue occurred, he claimed that he was experiencing symptoms of "shaking, sweating and urination." The patient reported that he tested on another device at an unknown time and observed a blood glucose value of "72mg/dl" and self-treated with food and/or drink at an unknown time that day. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due. The alleged issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.